Manufacturer narrative:
H11. Additional narrative: updated b5 and h6.

Event description:
Per echo review, based on the 7/18/2024 tee, there is calcification of the basal and mid-portions of 1 mitral bioprosthesis leaflet and decreased diastolic opening of 2 of 3 leaflets, with resulting mitral stenosis that appears anatomically probably mild or moderate.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through implant patient registry that a 27mm 7300tfx mitral valve in mitral position was disabled via valve in valve procedure after an implant duration of 3 years, 1 month due to stenosis. Tmvr was completed with a 29mm 9755rsl transcatheter valve and patient was in stable condition at the end of the procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary (B)(4), rev b, calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. Per echocardiogram report, (B)(6) 2024 tee, one of the leaflets in a posterior position has calcification involving the basal and mid-segments of the leaflet, with relative sparing of the commissural edge, the leaflets in posterolateral and posteromedial positions have diminished opening. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Per (B)(4), rev o, a CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances, and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
It was reported and learned through implant patient registry that a 27mm 7300tfx mitral valve in mitral position was disabled via valve in valve procedure after an implant duration of 3 years, 1 month due to leaflet calcification with stenosis. Tmvr was completed with a 29mm 9755rsl transcatheter valve and patient was in stable condition at the end of the procedure.